Event description:
It was reported that the patient died of sudep. Death was not related to vns. Device was functioning properly and not explanted since no autopsy was performed. Death was not witnessed by anyone but it was suspected sudep.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2009 and the patient's cause of death was anoxic brain damage (not elsewhere classified), acute respiratory failure, and other and unspecified convulsions.